Event description:
I received the silicon "gummy bear" breast implants in 2005. The first problem that no one had advised me about, is that upon waking up from surgery, and from then on, there is a real reduction of the muscles in my arms, giving a much weaker arms mobility and control, affecting driving, lifting etc. Then at about four weeks later after the surgery I started to have strong shooting pain in my wrists and feet and knees. I felt often tired and also got sick easily. I started to get out of bed using knuckles and closed fist to push up -to reduce the pain- as to avoid putting pressure on my painful wrists. Then it started to be a problem to work out at the gym because of the pain in the bowl of the foot, and to stay in class for long hours. I was working as a teacher. In 2006, I started to have asthma that was very disturbing at night, then cough, and apnea episodes and had to take time off work and more medical expenses. At about one month later, I had a staph infection on my neck that required a shot at the emergency room, because I had chest pressure and couldn't breathe well. The staph skin infection took two rounds of antibiotics to clear. Since 2005, I also experienced rashes on my chests that I never had before. The red patches-rashes have different shapes, sometimes geometric sometimes the size of a snail, and they come and go within two to five days, and I wear neck high shirts, making it very uncomfortable in this heat. I also noticed a dramatic change in the shape and color of the moles on my skin -migration, darker- and my skin sensitivity, with some parts of my skin feeling numb or less sensitive around my chest and arms. The dermatologist I consulted didn't identify them with a particular treatment but tried to sell me several laser rejuvenating treatments. Each doctor I consulted in the last year and a half told me that my symptoms were unlikely related to the silicon implants because the FDA reported them safe and there would be no further question about it. I consulted many doctors, and ran many blood and urine tests, hips and hands x-rays, implants x-rays, chiropractor sessions, acupuncture, "ayurvedic" -out of frustration- but nothing has relieved me from the shooting pain. The blood tests results didn't show any inflammation in my system. Pain comes and goes, and acupuncture helps only for a short time. At night I wake up, complete awake sometimes at 2am or 4am and cannot go back to sleep, and use the restroom several times at night, unable to get a complete emptying feeling, with a slow flow, which is also something I never dealt with before. I have shooting pain in my knees and hips, and sometimes small bones toes as if a metal pin was shoved with force. I have consulted a local surgeon about one month later, who told me that he'd help me remove the implants but I don't have the resource to pay for surgery. The new surgeon I consulted recently said that he performed already about 300 explantations "en bloc" and that the women presented health complaints similar to mine with 2/3 success rate of health reversal to complete good health as they had previously to the implants insertion. At an urgent care at one very painful event, I was prescribed pain killers and antidepressants, as there are no tests for migrating silicon. I have not taken the antidepressants as it is not going to alleviate the pain in my joints, giving my sight back, alleviate my finger bones pain and numbness or give me my health and strength back. Since 2007, things seem to have precipitated with my health, adding to the previous problems. Because I was always feeling so tired, and not getting enough rest and waking up at night, I decided to leave my teaching position and work from home and have a slower pace and get more rest when I need it. I have new symptoms since 2007 as follow: my finger tips are numb and I have chest pain when I breathe, especially when I am laying in bed, and my lower legs and toes get numb which make me want to move around and change position as to help my body blood circulation. I have new burning sensation patches on my arms that also seem to come and go. When I take a deep breath my backbone extends and makes a loud popping sound. It's quiet scary, especially when I wake up in the morning. I have sores in my mouths that come and go between two months in 2007, and now my vision is suddenly blurry, I cannot read well regular print close or distant. It's really scary. Although the scariest part is that my skeleton is performing differently. The joints in hips and knees, hands, fingers, and toes started acting up, but in the last four months it precipitated to all the other ones with a loud popping sound, in my back especially, mandible, shoulders, and the neck -makes a whooshing sound.- I have put on 15 pounds since receiving the implants, and I am unable to go the gym as I used to or to run any longer because of pain in feet, toes, and knees. Looking back at this one year and a half I have spent 35-45% of my working time meeting doctors, managing the shooting pain, doing repetitive and inconclusive lab tests, taking long naps, dealing with sleep interruption and urine and kidney track problem solving, and searching for financial resources to find a solution to the only problem that is very evident, the silicon -gummy bear- in my breasts implants are making me very sick.